Manufacturer narrative:
Device has not yet been returned for evaluation.

Event description:
It was reported that the connection felt loose when trying to connect the infusion tube(surplug extension tube/terumo) to the hub of the catheter connector. Because the physician planned to infuse anti-cancer agent after the connection, the physician determined that there was a risk of slininframation if the anti-cancer agent was leaked from the connection between the catheter and the infusion tube, s/he disconnected the catheter connector from the catheter and reconnected a new catheter connector. After the replacement of the catheter connector, the hub of the new catheter connector could be connected to the infusion tube without problems, and no loose connection was felt. The groshon catheter was placed in the patient approximately three months ago. The facility requests us to inspect whether the size of the hub is correct and whether leakage is confirmed from the connection when connecting the hub and the tube. There was no reported patient injury.

Event description:
It was reported that the connection felt loose when trying to connect the infusion tube(surplug extension tube/terumo) to the hub of the catheter connector. Because the physician planned to infuse anti-cancer agent after the connection, the physician determined that there was a risk of slininframation if the anti-cancer agent was leaked from the connection between the catheter and the infusion tube, s/he disconnected the catheter connector from the catheter and reconnected a new catheter connector. After the replacement of the catheter connector, the hub of the new catheter connector could be connected to the infusion tube without problems, and no loose connection was felt. The groshon catheter was placed in the patient approximately three months ago. The facility requests us to inspect whether the size of the hub is correct and whether leakage is confirmed from the connection when connecting the hub and the tube. There was no reported patient injury.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking catheter connection was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 4fr s/l groshong catheter. The sample was received assembled with a two-piece connector. The extension tubing markings were completely worn and usage residues were observed throughout the sample. Slight mechanical damage was observed on the luer flanges. The luer threads appeared slightly deformed and flared outward. Microscopic inspection of the sample confirmed mechanical damage of the adapter tabs and threads. Inspection of the luer orifice using an iso taper gauge revealed the luer to be out of manufacturing specifications. Attempts to attach non-complainant slip-fit and luer-lock syringes were successful and unremarkable. The connections were firm using both syringes. Infusion of water through the sample using both syringes revealed the sample to be patent to infusion and aspiration with no observed leaks. No leaks were observed during sustained (>15 seconds) hydraulic pressurization of the sample when using a luer-lock syringe. The slip-fit syringe disconnected from the sample during pressurization. The observed loose connection with the slip-fit syringe appeared to be caused by the luer adapter orifice being too large. The mechanical damage, thread deformation and extensive marking wear suggested that connector deformation was the result of gradual deformation due to outward radiating stress. Such stress can occur if non-iso compliant accessories are attached to the luer and if accessories are over-tightened and/or forcefully inserted into the orifice. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.